Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a clinic visit the patient experienced pectoral muscle stimulation. The ventricular lead exhibited noise. The lead was explanted and replaced.